Event description:
The flogard pump was returned to baxter for service. During service, the technician found a cracked door. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the pump and confirmed the reported condition of the broken door. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.